Manufacturer narrative:
Investigation findings items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: warnings the microcatheter is provided sterile and non-pyrogenic unless the unit package is opened or damaged. Do not use if the packaging is breached or damaged. Inspect the microcatheter prior to use for any irregularities or damage and discard if any inconsistencies are observed. Precautions the microcatheter has a lubricious surface and should be hydrated prior to use. Exercise care in handling the microcatheter to reduce the chance of accidental damage. With the exception of dimethyl sulfoxide (dmso), use of organic solvents may damage the microcatheter and/or coating on the surface. Potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. To reduce the risk of damage or separation of the device, avoid repeated bending at the same point of the microcatheter. Preparation for use before removing the microcatheter, fully hydrate the hydrophilic segment of the device by flushing heparinized saline through the dispenser tube using a syringe attached to the dispenser tube hub. To remove the microcatheter from the dispenser tube, gently pull the hub out from the dispenser tube. Remove the microcatheter by pulling it from the dispenser tube. If resistance is met, repeat the flushing procedure until the microcatheter is well hydrated and can be easily removed from the dispenser tube. Inspect the microcatheter thoroughly to ensure it is not damaged. Do not allow microcatheter to dry prior to introduction into the guiding catheter. Directions for use prior to use, flush the microcatheter lumen thoroughly with heparinized saline to prime the microcatheter and provide smooth movement of the guidewire within the microcatheter. A rotating hemostatic valve (rhv) may be attached to the microcatheter hub and used to facilitate the flushing process. Investigation conclusion the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported when the microcatheter was unpacked and removed from its packaging, it was observed that something like a coil of inner lumen was protruding from the tip of the microcatheter. The microcatheter was not used and a new microcatheter was used to continue the procedure. Subsequently, the procedure was completed successfully with no patient health damage. Device was discarded by the facility. Although requested, no additional clarification was available.